Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during use (in healing the patient), it was stated that the suture wing or suture hole was found broken, the catheter was placed a week ago of the event. Catheter was not repaired and there was no leak, there was no other defect/damage noted on the device during visual inspection, there was no luer adapter issue. Tego was utilized and chlorexidine was used to clean the device, there was no patient symptoms or complications associated with the event. It was also stated that they changed the catheter to prevent permanent impairment of function, the event did not lead to extend patient hospitalization. There was no blood loss and blood transfusion was not required. There was no reported patient injury

Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was not returned, but a photo was available for evaluation. Visual inspection noted the image depicts the catheter on its side along with two (2) syringes. The suture wing on one side appears to be broken. It was reported that there was a securement wing issue. The reported issue was confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during use (in healing the patient), it was stated that the suture wing or suture hole was found broken, the catheter was placed a week ago of the event. Catheter was not repaired and there was no leak, there was no other defect/damage noted on the device during visual inspection, there was no luer adapter issue. Tego was utilized, chlorexidine was used to clean the device and the insertion site prior to product placement, there was no patient symptoms or complications associated with the event. It was also stated that they changed the catheter to prevent permanent impairment of function and to resolve the issue. Also, it was reported that surgery to change the catheter was performed as medical intervention due to the event. The event did not lead to extend patient hospitalization. There was no blood loss and blood transfusion was not required. There was no reported patient injury.